Manufacturer narrative:
(B)(4).

Event description:
As per the clinic. The patient had the abutment removed under a general anaesthetic on (B)(6) 2019. The patient was administered oral antibiotics and steroids prior to the procedure.